Event description:
According to the reporter, during a laparoscopic low anterior resection, after firing, even when the center control button is continuously pressed upward to return the articulated cartridge to the neutral position, it did not function. The event occurred after firing, and since the procedure had already been completed, no medical intervention was performed or required to resolve the event. Additionally, the charge of the powered handle ran out immediately; the charge could not be maintained. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # (B)(6)) sigpshell; sig power sigpshell control shell; sigadaptstnd, sig power sigadaptstnd linear adapter; sigsbchgr, sig power sigsbchgr one -bay charger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.